Event description:
The tlc75 was used during a colon resection. While transecting the bowel with the device, the staple lines appeared incomplete with staples missing intermittently on both sides of the cut line. This resulted in the leakage of fecal matter from both ends of the bowel into the pt's peritoneal cavity. The director of safety fired the device with a fresh cartridge and it worked fine. The instrument is being returned with the original reload. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h3,4,6;g4: added additional info. D6: device returned with no ID. Conclusion: based on the info received and the visual and functional results, it could not be determined as to what may have caused the reported incident. The batch history records for the instrument and cartridge were investigated and there were no anomolies noted for missing staples. It should be noted that during mfg, all the cartridges are 100% inspected to ensure that all staples are present prior to shipment. Comments: mfg and engineering have been notified of the reported incident.